Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail center arm cover was cracked which allowed the siderail cable to interfere with the siderail latch. The technician replaced the siderail cover and cable to repair the bed.